Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient underwent uneventful ilasik in both eyes on (B)(6) 2015. Presented 2 days post op complaining of foreign body sensation in both eyes. Slit lamp exam with optometrist noted possible epithelial ingrowth or opacities. Referred patient to the surgeon for evaluation. Surgeon noted atypical diffuse lamellar keratitis in both eyes with 1 opacity on inferior flap of right eye. Surgeon cultured and lifted and rinsed flaps in both eyes. Started on vigamox every hour and pred forte four times a day. Culture results received 11/16/2015. No growth. On (B)(6) 2015 visual acuity sans corrected (vasc) 20/20-1 right eye, 20/20 left eye patient stated is doing better. On (B)(6) 2015 vasc 20/25 right eye, 20/20 left eye. Patient stated is doing great. Plan: continue vigamox 4 times a day x 1 week and discontinue. Begin tapering off pred forte over next 3 weeks.